Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user was instructed on crusting techniques through the use of stomahesive powder and allkare protective barrier wipes. A sample of the sur-fit natura moldable stomahesive skin barrier with mold-to-fit opening and white acrylic flexible collar has been sent. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on 10/29/2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End-user who has used product for 3 months, reports redness and firm area to 11 o'clock position under mass. Skin is not broken and does not itch. End-user states he has had this issue years ago and it went away without treatment.